Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received an inappropriate shock, and the lead exhibited noise, oversensing, and high impedance. The lead was capped and replaced. It was further reported that the patient was hospitalized for one week following the implant due to a "blood clot that formed in the leg." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.